Event description:
Tech alleged that the head up function is not working. No pt impact.

Manufacturer narrative:
The tech found the head up valve stuck in the port. The tech replaced the head up valve to resolve the issue.